Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2004. The patient also had a cholecystectomy in (B)(6) 2009. On (B)(6) 2010, liver function tests were performed and recorded. No baseline biliary symptoms were assessed on (B)(6) 2010. Also on (B)(6) 2010, the patient underwent a pre-study stent placement cholangiogram which revealed a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in satisfactory position across the stricture. The patient was discharged on (B)(6) 2010. On december 6, 2010, 224 days post study stent placement procedure, the patient underwent an endoscopic retrograde cholangiopancreatography procedure due to abdominal pain. It was discovered that the stent had migrated. The stent was repositioned, and sludge and stones were removed. The stent remains implanted. Despite numerous attempts, boston scientific has been unable to obtain additional information pertaining to the patient¿s condition post procedure. If any additional relevant information is reported a supplemental MDR will be filed. On december 30, 2010 the following information was reported to boston scientific: on december 2, 2010, 220 days post stent placement, the patient presented with a fever. The patient underwent biliary re-intervention (endoscopic retrograde cholangiopancreatography), and the fever was reported to be resolved without residual effects on december 7, 2010. The investigators assessment of the event was reported as ¿unrelated¿ to the stent placement.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2004. The patient also had a cholecystectomy in (B)(6) 2009. On (B)(6) 2010 liver function tests were performed and recorded. No baseline biliary symptoms were assessed on (B)(6) 2010. Also on (B)(6) 2010 the patient underwent a pre-study stent placement cholangiogram which revealed a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in satisfactory position across the stricture. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, 224 days (B)(4) study stent placement procedure, the patient underwent an endoscopic retrograde cholangiopancreatography procedure due to abdominal pain. It was discovered that the stent had migrated. The stent was repositioned, and sludge and stones were removed. The stent remains implanted. Despite numerous attempts, boston scientific has been unable to obtain additional information pertaining to the patient's condition post procedure. If any additional relevant information is reported a supplemental MDR will be filed. On (B)(6) 2010 the following information was reported to boston scientific: on (B)(6) 2010, (B)(4) stent placement, the patient presented with a fever. The patient underwent biliary re-intervention (endoscopic retrograde cholangiopancreatography), and the fever was reported to be resolved without residual effects on (B)(6) 2010. The investigators assessment of the event was reported as "unrelated" to the stent placement. Since (B)(6) 2011, the following information was provided to boston scientific. On (B)(6) 2010 the patient experienced a fever due to acute pancreatitis. The patient called the hospital while traveling, stating that he experienced a fever and was prescribed antibiotics. No source documents are available as event occurred while subject was traveling in another country. Per the investigator, the event of acute pancreatitis has been assessed as unrelated to the study stent. The event was reported to be resolved without residual effects. On (B)(6) 2010 endoscopic intervention revealed the study stent had migrated a distance of 1 - 3.9 cm. Per the investigator, the event has been assessed as related to the study stent. The event was reported to be resolved without residual effects.

Manufacturer narrative:
(B)(4). Medical intervention required. Reported issue of stent migrated. Reported issue of stent blocked/occluded.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis in 2004. The patient also had a cholecystectomy in (B)(6) 2009. On (B)(6) 2010 liver function tests were performed and recorded. No baseline biliary symptoms were assessed on (B)(6) 2010. Also on (B)(6) 2010 the patient underwent a pre-study stent placement cholangiogram which revealed a distal biliary stricture. The stricture had previously been treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 60 mm stent was deployed in satisfactory position across the stricture. The patient was discharged on (B)(6) 2010. On (B)(6) 2010, 224 days post study stent placement procedure, the patient underwent an endoscopic retrograde cholangiopancreatography procedure due to abdominal pain. It was discovered that the stent had migrated. The stent was repositioned, and sludge and stones were removed. The stent remains implanted. Despite numerous attempts, boston scientific has been unable to obtain additional information pertaining to the patient's condition post procedure. If any additional relevant information is reported a supplemental MDR will be filed.

Manufacturer narrative:
Study: (B)(4). (B)(4) - medical intervention required. (B)(4) - the reported issue of stent migrated. (B)(4) - the reported issue of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.